Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device takes a long time to turn on. There was no reported patient involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was duplicated during lab tests. Failure was located to corrupted program code in the flash memory. The available information is consistent with a malfunction of the processor pca. The cause was corrupted program code in the flash memory. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.